Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services found that the image flickered when the baton's cable was manipulated. The baton was replaced. Additional part used: glidescope avl monitor, catalog: 0570-0314, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the unit was flickering. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.